Event description:
During evaluation of a returned homechoice (hc) device, it was determined the hc device failed fluid volume accuracy testing. There was no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. The external/internal inspection was performed and passed. A manual temperature test was completed and was within specifications. A volumetric accuracy test was performed and the device failed. The evaluation revealed the cause of the failure to be a deteriorated door piston foam. A test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. The door piston foam needed to be replaced. The device was being sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.